Manufacturer narrative:
Correction to remove the MFR report #2016493-2023-120770 . After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report #2016493-2023-114928. Disregard the initial report MFR report # 2016493-2023-120770. After further review of the file it was determined that this file is a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that the device battery posts was damaged to the point where the screws could not be screwed in. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device battery posts was damaged to the point where the screws could not be screwed in. There was no patient involvement.